Event description:
It was reported that during a procedure the housing detached from the saw. The housing detaching from the saw could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, medical interventions or procedural delays.